Event description:
It was reported that the patient fell down 4 stairs and landed right on her pump and experienced a lot of pain, including pain over the pump area. The outcome of the patient was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).